Event description:
An ongoing issue that the pump shut off unexpectedly was reported. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.